Event description:
It was initially reported that the physician was having communication problems with a pt's generator. Later, troubleshooting was performed and the demo generator was able to be interrogated and have diagnostics performed successfully. The physician was able to successfully use the programming system on other pts with no communication issues. The physician's programming wand was replaced prophylactically, which has not been returned to the MFR for analysis. Good faith attempts to obtain add'l info have been unsuccessful to date.